Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.037.226s, synthes lot: h870980, supplier lot: n/a , release to warehouse date: april 10, 2019, manufactured by: synthes gmbh, no ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported on an unknown date, that the patient underwent orif for sub-acetabular fracture with the nail in question on (B)(6) 2022. Procedure was completed successfully without any surgical delay. The nail breakage was reported on (B)(6) 2023. A revision surgery is scheduled for (B)(6) 2023. The cause of the revision is nail breakage. The surgeon's comments regarding the relationship between this event and the product are unknown. No further information is available. This report is for one (1) 12mm/125 deg ti cann tfna 360mm/right - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D6: device explantation was performed on (B)(6) 2023. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.